Manufacturer narrative:
Corrected data : implant date of device was erroneously reported as (B)(6) 2011. The implant date now reflects (B)(6) 2011.

Manufacturer narrative:
Ipg serial number was included in a field advisory.

Event description:
It was reported that the patient experienced ineffective tonic stimulation. The patient underwent surgical intervention wherein the patient's ipg was explanted and replaced on (B)(6) 2018. Postoperatively the patient's stimulation has been restored.